Event description:
It was reported that the customer's insulin pump had multiple aa33 alarms. The device was out of warranty. No further information was provided, no blood glucose values.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.